Manufacturer narrative:
Sections with additional information as of 05-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc investigation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 17-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 416 mg/dl and from back to back blood tests of 182 and 221 mg/dl. The customer¿s expected blood glucose test results are 116 mg/dl afternoon/evening fasting and under 150 mg/dl noon fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 110 mg/dl using truemetrix meter. Customer stated that she had tested prior to the call and had obtained result of 119 mg/dl fasting.the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is 06/01/2020, the meter memory was reviewed for previous test result history: (B)(6).